Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it was confirmed the user did not conduct reprocessing after replacing detergent. The event can be detected/prevented by following the instructions for use which state: chapter 13, troubleshooting and repair: 13.2, troubleshooting guide: note: detergent replacement indicator is turned off when running a reprocessing program after performing 1 to 11 below to fill detergent in the detergent supply piping. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor exhibited a significant change in cycle time. The external water filters mf01-0014pl, mf01-0016pl, and the internal water filter maj-2318 had been changed by the oci technician on 07/29/2024. However, on 08/16/2024, the oer-elite's cycle time drastically increased from 35 minutes to 50 minutes. Oci tech support was contacted, who suggested changing the external water filter again. The external water filters were replaced, which appeared clean. After changing the filters, the cycle time reduced to 44 minutes. During the filter replacement, several error messages were observed on the oer-elite, including error 041 (indicating power was lost during the process), which did not actually occur. After continued use, the cycle time gradually returned to 35 minutes and the customer complained that the cycle time is still not within the advertised 28-30 minutes for program 1. The issue was found during reprocessing and the procedure was cancelled since the scopes could not be reprocessed. There were no reports of patient harm.